Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. During processing of this complaint, attempts were made to obtain complete patient information. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50 cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10734520.

Event description:
It was reported that the patient experienced new pain from the stimulator. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead is causing the issue.